Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection performed and found non-OEM battery identified, top case corners chipped, cracks by handle and tubing guide, crack right plunger case and battery door. Event history tab reviewed and found no check clutch errors. Force sensor bgnd test, force sensor test. The clutch halves were slipping on the lead screw due to customer use. Couldn't duplicate any force sensor error, however the force value would jump around when moving the plunger head back and forth. The plunger cable no longer operates properly due to customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: h6: health effect code corrected.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed clutch and force sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.